Event description:
It was reported that the "instrument tip was broken off in the patient's pedicle" during surgery. The surgeon was able to remove the broken tip without further incident. No patient complications noted.

Manufacturer narrative:
Instrument has been returned and is currently undergoing product analysis at the current time. Unable to determine the cause of the event.